Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 3000 ohm approximately six months ago. The impedance measurement at implant was noted to be approximately 700 ohms and the current impedance measurement was noted to be approximately 400 ohms, both of which are within the normal specification range. The physician suspects a ra lead failure because the ra electrogram frequently exhibits noise. It was indicated that since there is no problem with the right ventricular lead, a subsequent follow-up will be scheduled to occur in three months. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported.